Manufacturer narrative:
Updated sections g3 and h3 due to a correction in the device evaluation. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda) and the adverse reaction event center of shanghai, and not directly by the customer to medtronic, that while in use on a patient, the 840 ventilator suddenly powered off. The ventilator was not made available to medtronic for evaluation. The hospital staff had evaluated the unit and confirmed the reported issue. No further specific evaluation details were provided. With the information available, the cause of the event could not be determined. However, the potential cause of reported issue may be due to insufficient alternating current (ac) power. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, the 840 ventilators suddenly powered off. The ventilator was not made available to medtronic for evaluation. The hospital staff had evaluated the unit and confirmed the reported issue. Good faith efforts were made to obtain additional details, but no further information was provided by the customer. The cause of the reported event could not be determined. The likely cause of the event was due to depleted battery. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that the 840 ventilator suddenly powered off and did not continue to deliver breaths while the patient was connected. The patient was removed from the ventilator and placed on an alternate ventilator, with adequate oxygenation maintained, no obvious abnormalities noted, and vital signs remaining stable.